Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: a01411002, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that none of the patient¿s things are working. Patient was charging more than expected. Patient said late last week battery was at 1/3 and she turned it down so she wouldn¿t have to recharge as often. Patient then could not recharge and received an error code. Patient didn¿t know how often to recharge. Patient turned device off for driving and down at night in or to be able to sleep. Por condition reported. Patient said her implantable neuro stimulator (ins) sticks out. Besides the ins being painful it was also extremely challenging to recharge and get good coupling. Patient said ¿it was (B)(6) to recharge as it protrudes¿ and they have to adjust the belt so tight it is difficult to breath and they had to stand to get good coupling. Patient got 4 coupling bars when they tried charging. Patient then tightened the belt and said ¿I can¿t breath¿ and then got 8 coupling bars. Caller reported being unable to adjust stimulation. Patient reported a por condition; however, when the patient checked implant she was getting a different screen. Ins site was still painful and ¿hurt like crazy¿. Ins site hurts all of the time even when the patient wasn¿t doing anything.